Manufacturer narrative:
Occupation is lay user/patient. The customer's returned test strips were measured with the retention meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor 1 (2.5 inr) hct: 47%: retention meter and master lot strips: 2.4 inr. Retention meter and customer strips: 2.5 inr. Donor 2 (2.1 inr) hct: 39%: retention meter and master lot strips: 2.1 inr. Retention meter and customer strips: 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 409638) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 1:40 p.m. The meter result was 5.2 inr and at 2:00 p.m. The meter result was 3.9 inr. The patient was not treated for the high meter result. The patient took tylenol. The patients therapeutic range is 1.8-2.4 inr and tests weekly. The patient feels fine.